Event description:
It was reported that an infection occurred. It was believed that the pump was removed due to an infection. At the time of the report, the patient did not have a pump implanted. The device system was used to deliver compounded baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).